Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a fracture, noise, and undersensing. The rv lead was capped and replaced. An implantable pulse generator (ipg) and a new rv lead were implanted from the right side since the lead could not be inserted from the left. No patient complications have been reported as a result of this event.